Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis and did not confirm or replicate the customer reported complaint. A visual inspection showed that the cautery cable was loose. The energy cord was connected to an in-house system and instrument and energy was delivered as expected. The energy cord was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the procedure was converted to a laparoscopic approach due to a broken wire on the fenestrated bipolar forceps (fbf) instrument; which could not control bleeding. The fbf instrument had been inspected prior to use, and no damage or irregularities were observed. The exact cause of the bleeding is unknown; however, the bleeding was unexpected and occurred during the dissection of the renal vein. To control the bleeding the procedure approach was converted, and the patent tolerated the conversion. The extent of the bleeding, whether the patient required a blood transfusion, or if the patient experienced any post-operative bleeding, are all unknown.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did receive the fenestrated bipolar forceps (fbf) instrument that was used during this reported event; however, the failure analysis investigations have not been completed. Instrument and system log reviews could not be performed due to insufficient event date information. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: the image does not clearly show any damage to the black cautery wire; however, the wire is clearly exposed at the instruments wrist.